Manufacturer narrative:
The customer was sent a replacement breast pump. On (B)(6) 2016, a medela clinician followed up with the customer at which time she stated that her doctor prescribed cephalexin and she's finished the prescription. On (B)(6) /2016, she emailed the medela clinician stating that her mastitis is resolved. It cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 07/18/2016, the customer reported that the suction on her pump in style breast pump was low and that she is on antibiotics for mastitis which she started (B)(6) 2016.